Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages after filling a cartridge. Reportedly, the cartridge was filled with 200 units. Additionally, the customer reported an inaccurate fill estimate. Reportedly, the cartridge had approximately 40 units remaining, but the pump displayed a fill estimate of 0 units. During an e-mail on (B)(6) 2017, the customer reported that more than 100 units is usually used to fill the cartridge; however, the customer continues to receive the minimum fill message. Reportedly, the customer typically fills the cartridge with 400 units, and after using 18 units for basal delivery, the fill estimate displayed 315 units. Although requested, no further information was provided on the reported event.